Manufacturer narrative:
(B)(4).

Event description:
The physician was using a resolute integrity (rx) drug eluting stent. It was reported that the device was used in a patient and was reported to have broken. No patient injury reported